Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The data log was also provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of intermittent out of range.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of an intermittent out of range signal. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.